Manufacturer narrative:
The reported oad was received for analysis. Stent material was observed to be wrapped around the driveshaft and the crown. No damage was identified that would have contributed to the adhesion of the stent material. The adhered stent material was an indication that the oad had spun in a previously placed stent, and had become stuck in the vessel, within the stent. When tested, the oad spun on all speeds and all leds illuminated as expected. The oad functioned as intended. The peripheral oas instructions for use states, "the IFU contraindicates use of the oas if the target lesion is within a bypass graft or stent." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During device analysis for a non-reportable event (device reportedly became stuck in the vessel and was removed with push/pull technique), visual examination revealed a stent wrapped around the oad crown. Additional information was requested from the site. Additional information provided to csi indicated that during the removal of the oad after treatment, the oad became caught on the stent. The physician turned the oad on and off quickly to remove the oad from the stent and did not notice any change to the stent integrity angiographically at the conclusion of the procedure.